Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia associated with an infusion set that was not fully inserted while using a contact/detach 23" 6 mm infusion set and required a complete supply change; troubleshooting and education were provided, and no device alerts or alarms occurred. Symptoms included elevated blood glucose. Outcomes included no medical intervention, no ketone testing, and recovery as glucose trended down after the supply change. Investigation included user interview, troubleshooting, and monitoring of glucose trend. Investigation of this case revealed an unclear cause of hyperglycemia with suspected infusion site or insertion issue; the user successfully replaced supplies and glucose decreased without further incident. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.